Manufacturer narrative:
The device was returned to resmed and evaluated. There was no fault found with the power supply. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly, had a power supply issue and the main circuit board had a leaking super capacitor. There was no patient harm or serious injury reported as a result of this incident.